Event description:
It was reported that lens was removed intraoperatively due to capsule damage. The lens was replaced with another model and diopter lens. Sutures were used. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.